Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that there was a lead malfunction. Follow-up with the physician's office indicated that the patient went in for lead repositioning, with no other information available. The lead was explanted and replaced. No patient complications have been reported as a result of this event.